Event description:
Information was received that a smiths medical level 1 hotline low flow system had been leaking, even after replacing clear reservoir cover. No adverse effects reported.

Manufacturer narrative:
Returned device was received in worn physical condition. The device had an outdated pcb and power switch, a cracked tank cover, as well as wear and tear on multiple components (drain fitting, front cover, reflux plug, line cord). During the evaluation of the device, it was found that the tank gasket was bad causing the customer's reported issues. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.